Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the distal end of two drill bits broke during an unknown surgical procedure. Another drill bit was available to complete the procedure. There was no surgical delay due to the complained event. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing investigation was performed for the subject device (drill bit, part number 310.284). The investigation of the complained drill bit shows that the tip has broken off due to probable excessive applied mechanical force. The drill bit was analyzed for conformance to print specifications and the device history record was researched. No abnormal findings were identified. The cross section surface of the drill bit shows no irregularities. Unfortunately the exact cause of the breakage cannot be determined without additional event information. It is likely that too much mechanical force had been applied during the surgery. This device was manufactured on march 21, 2014. Blunt drill bits require more mechanical power during the application, therefore we recommend that blunt or damaged instruments need to be exchanged before surgery. No product fault could be detected. Only one drill bit broke during surgery. The second reported drill bit was actually the back up bit used to complete the procedure. The event description was corrected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the distal end of a drill bit broke during an unknown surgical procedure. Another drill bit was available to complete the procedure. There was no surgical delay due to the complained event. This report is 1 of 1 for (B)(4).